Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported the leak occurred at the patient line stopcock. Patient weight updated. The product testing is in progress.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient's primary disease was craniocerebral trauma. According to the report, po st-operative observation found leakage of the ¿drainage tube¿ causing the patient's ventricle to become a "cavity." Reportedly, the physician replaced with a new ¿tube,¿ and the patient's current status was normal.

Manufacturer narrative:
The returned device was patent and also met the requirements for leak testing. There was proteinaceous debris noted within the device. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.